Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was experiencing an intermittent burning sensation around the ins pocket. The patient stated that they were in a car accident on (B)(6) 2020. The rep interrogated the battery. The connections were good and no impedance issues were detected. All electrodes were working. The issue was not resolved. No additional actions were planned at the time of the report. No further complications were reported or anticipated.